Manufacturer narrative:
In accordance with evr-19980064; testing by the eval lab shows that no conclusion could be drawn. The parts investigated were found to function as it should have. The svc history shows the reported event has not re-occurred. There were no trends identified or suspected.

Event description:
The service report shows during power up of ventilator during between pt testing there was no audible alarm present at all. The nellcor puritan-bennett customer support engineer (npb cse) verified the no audible alarm condition. The npb cse inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.